Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The set was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from march 12, 2019 - march 14, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which found the bladder had been ruptured. The ruptured bladder was microscopically examined for any signs of abnormality that may have potentially caused the rupture problem. As a result, no signs of abnormality were found on the ruptured bladder. The reported condition was verified, however, the exact cause could not be determined. It was determined that the most probable cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.